Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient reported he had been sleeping when he passed out. It was reported the cgm displayed 60 mg/dl but his bg was 34 mg/dl prior to passing out. The paramedics were called and administered IV glucose. The patient cannot recall who called the paramedics and who obtained the cgm and bg values. The patient became alert, remained dizzy, but declined transportation to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.